Event description:
It was reported that during a supply change, the ilet user inadvertently selected the fill tubing workflow, became stuck, and the ilet disconnected; with guidance, the user restarted, accessed the change cartridge and tubing steps, performed a rewind, and proceeded independently. There were no reported symptoms or blood glucose impact. Outcomes included successful troubleshooting and education with no alerts or alarms. Investigation included user interview and guided troubleshooting. Investigation of this case revealed user error in following the supply change sequence, resolved through education without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error.